Manufacturer narrative:
Outcomes attached to adverse event: it is corrected from "other serious" to "required intervention to prevent permanent impairment/ damage". The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens of -12.5 diopter in the patient's right eye (od) on a (B)(6) 2018. The reporter indicated that the lens was to be explanted and exchanged for a shorter lens. The lens was explanted. Additional information has been requested but none have been forthcoming. (B)(4)

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2018. The reporter indicated the lens was to be explanted and exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found no visible damage to the lens. (B)(4).